Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8352700 model: sc-8352-70 serial: (B)(6) batch: 21240983 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-lead fixation upn: m365sc43160 model: sc-4316 batch: 20397193 UDI: (B)(4).

Event description:
It was reported that following the implant procedure the patient had a reaction to a medication with hives and angioedema. It further developed into cellulitis and was septic. The patient was hospitalized, provided with antibiotics and was doing well. Physician was unsure of the specific medication that caused the reaction.